Manufacturer narrative:
The ge service representative provided general information to the customer. No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.

Event description:
The customer reported the entrak 2500 system would not automatically boot up or shut down as expected. No patient injury was reported.